Event description:
The following was reported by the user facility to the co's clinical market specialist. "During the placement of the device to close a "pfo" simultaneously with the release of the occluder from the delivery system, the occluder ejected through the pfo into the left atrium. Since the occluder could not be collapsed and recovered through a sheath, it was surgically removed."